Event description:
The poly directional screw head does not line up properly with the shaft. This may cause the screw shaft to rotate off center. The screws were not used. Patient outcome: no adverse event was reported.

Manufacturer narrative:
Lot no. 511810; qty = 2; lot 404390.